Event description:
Raising icp readings from a stable value of 13 mmhg to 21. Changing of icp express (they don´t trust it) . After recalibrating the values changes to 190. Restart the icp expr. And the value is now -99. A new ms is implanted. Extra surgery performed to implant new sensor a more detailed translation will be provided asap (during use on patient). What action was taken/required to manage the problem during the procedure? With same like product. (B)(6) 2014, additional information from the affiliate stated: male date of birth -(B)(6) occasion of care ICU (B)(6), 20:30 and ongoing. Patient has no known infectious diseases. Night personnel: 23:00 first icp-registration at 25 mmhg, which is documented. ~23:50 less than one hour after implantation minus values are registered on the icp express. In retrospect this is not seen in the ¿picis-documentation¿ (philips monitor data?, dps rep comment). Nurse in charge pulled out the cable to the icp express and restarted / rezeroed. The values immediately got back to normal. 02:39 x-ray pulm bedside (central venous catheter and nasogastric sond is checked) 02:50 a value of 0 is registered in ¿picis¿. 03:00 a value of 139 is registered in ¿picis¿. A nurse retrieves a new icp express and cable and tries to calibrate the patient monitor but it is not possible ¿icp expr does not talk with the sensor¿¿ gets an error message like. ¿transmission error¿. The icp express skipped / never got to the question to accept the zero reference number. Tried 5 (!) Different icp express and cables, with the same result / same error message. 03:10-03:30 very low values is registered, 0-3 mmhg, in picis. 03:40-04:30 no values at all. A nurse has during this time contacted the neurosurgeon on call, who is at the ICU attending to another patient. When the surgeon is done with the other patient a new codman microsensor is implanted on this patient. This microsensor (implanted (B)(6), 22:20) has been sent to codman, depuy synhtes. (Comment from dps rep.: case ID (B)(6)) (B)(6), 04:40 implantation of a new codman microsensor, nr 2 ¿ at the ICU. They use the latest used icp express unit with cable, which did not work earlier, but now works with no remarks. 04:40 first registration in picis is 22 mmhg. After this the icp readings looks normal. Zero reference number: 512. This microsensor and icp express unit still works with no remarks ((B)(6)). CT-skull performed multiple times during the occasion of care, but not during the time between the two different microsensors. No additional bedside x-ray during the occasion of care. No MRI.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4): response from customer regarding number of cables/icp express boxes: (B)(4) how many icp express units in total were used on this patient? Answer: 6 units in total, unit nr 6 was also used after the second implantation (and then functioned without any errors), and was still in use when the report was written. How many cables in total were used on this patient? Answer: 6 cables in total. According to the report from the hospital, this five units and cables where cleared with no technical errors.

Manufacturer narrative:
Upon completion of investigation a follow up report wil be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the millar sensor; sensor is functional. Received device with epoxy taper separated from catheter material (behind sensor case). Catheter material severely kinked 7.5cm from sensor case. Catheter material bent at sensor case, multiple bends & mashed areas along catheter body. Tear in the silastic strain relief at the connector. The device failed noise test - reading was off scale, it should be =/< 0.35mmhg. Device was taken apart to evaluate solder joints, internal wires and wire continuity - no damage detected. No further testing was possible. Mfg. Date: 2/25/14. Based on the above evaluation, supplier was able to confirm the complaint. However, the cause(s) of the failure could not be determined. Note that the six icp express cables p/n 82-6636 and six icp express monitors p/n 82-6634 reported in this complaint by the customer were not returned to codman for evaluation. Trends will be monitored for this or similar complaints.